Event description:
It was reported that the patient underwent a 14-level posterior spinal instrumentation for idiopathic scoliosis using hook and crosslink instrumentation. The patient did not have an acute postoperative infection of any signs of an impending postoperative infection. Seventy-nine months post-op, patient presented pain and fluctuance in the lower back. The patient was diagnosed with an infection. The patient underwent a revision surgery to remove all of the posterior instrumentation. The wound was closed in two stages, four days apart. After instrumentation removal, the patient was given cefazolin for 7 days, and cephalexin was given for 14 days. Organism grown from culture was identified as p. Acnes.

Manufacturer narrative:
(B) (4). Literature article citation: richards et al. Delayed infections after posterior tsrh spinal instrumentation for idiopathic scoliosis. Spine 2001; 26:18: 1990-1996. A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.